Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the increased basal delivery, customer's blood glucose (bg) lower to a level that was displayed as ¿low¿; however, a specific value was not provided. Customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with intravenous fluids of dextrose and was released from the hospital "2 days later, specific date was unknown." System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.